Manufacturer narrative:
Evaluated one opened/used sensor, performed bicarbonate buffer test and passed with accurate readings. Also found broken cannula and was unable to confirm if customer received sensor in said condition due to customer retuning it opened/used.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she inserted a sensor and calibrated and then, the sensor was reading 2.2 mmol/l but her blood glucose was 3.9 mmol/l. Customer tried calibrating but received calibration errors. The customer turned the sensor off for the night and started it again in the morning. Blood glucose at the time of the call was 7.2 mmol/l and sensor glucose was 5.7 mmol/l. Customer called back and stated the calibration error alerts kept happening. Customer was advised to remove the sensor and reported the cannula was shaped as a letter l. Customer was advised about the proper insertion steps. Sensor would not be replaced or returned for analysis.